Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user of the ilet insulin pump experienced a low blood glucose (bg) event requiring emergency medical assistance. The user received glucagon and supplemental glucose to correct bg levels, and the user was admitted to the hospital for monitoring until discharge on (B)(6) 2025. The user later reconnected to the ilet and resumed therapy.